Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farafield oversensing. Technical services (ts) was consulted and recommended adjusting sensitivity. The device remains in service. No adverse patient effects were reported.